Event description:
A malfunction on a customer's pump was reported when the screen went dark and would not turn on. There was no adverse impact to the customer's blood glucose level. The caller was instructed to connect the pump to a power source using known working charging supplies, which successfully turned the screen back on, but the caller could not confirm the fault ID before the pump powered off again. The customer support team decided to replace the pump. The customer will use multiple daily injections as a backup therapy until the replacement arrives.